Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that expired tubes were used with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. This occurred with 406 tubes, however, the patient impact is unknown. The following information was provided by the initial reporter: it was reported that a customer sent in samples in expired tubes.